Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this pacemaker. During a routine follow-up, the battery condition was checked and the longevity was found to be at 5.5 years of life now down to 2.5 years. Boston scientific technical services (ts) confirmed that the power consumption of this device has been increasing during the past year. Ts recommended device replacement. The device remains in-service. No adverse patient effects have been reported.

Manufacturer narrative:
Correction to field e1: initial reporter address 1. Correction to field e1: initial reporter address 2. Correction to field e1: initial reporter phone. Correction to field e1: initial reporter fax. Correction to field e2: health professional? Correction to field e3: occupation. Correction to field d6a: implant date. Correction to field d6b: explant date. Correction to field d2a: common device name. Correction to field g2: report source. Correction to field g2: report source (other). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this pacemaker. During a routine follow-up, the battery condition was checked and the longevity was found to be at 5.5 years of life now down to 2.5 years. Boston scientific technical services (ts) confirmed that the power consumption of this device has been increasing during the past year. Ts recommended device replacement. The device was explanted and returned for analysis. No additional adverse patient effects have been reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this pacemaker. During a routine follow-up, the battery condition was checked and the longevity was found to be at 5.5 years of life now down to 2.5 years. Boston scientific technical services (ts) confirmed that the power consumption of this device has been increasing during the past year. Ts recommended device replacement. The device was explanted and returned for analysis. No additional adverse patient effects have been reported.